Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the procedure, the helix of the right ventricle (rv) lead was not working appropriately. The physician tried multiple turns in order to extend the helix, but was unsuccessful. The physician then removed the lead from the patient's body, and after 30 turns was able to extend the helix, but could not get it to retract. Therefore, a new lead was used to complete the procedure. No adverse effects to the patient were reported.